Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital due to this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting five shocks which were confirmed to be appropriate. The device battery showed 51% remaining in (B)(6) 2021, and it was confirmed that the device had triggered end of life (eol) in (B)(6) 2021. Premature battery depletion was alleged. A device changeout could not be performed until december 2021. It will be reiterated to the clinician that therapy can not be guaranteed to the patient, and the patient should be monitored. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient was admitted to the hospital due to this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting five shocks which were confirmed to be appropriate. The device battery showed 51% remaining in february 2021, and it was confirmed that the device had triggered end of life (eol) in (B)(6) 2021. Premature battery depletion was alleged. A device changeout could not be performed until (B)(6) 2021. It will be reiterated to the clinician that therapy can not be guaranteed to the patient, and the patient should be monitored. The device was explanted and returned. No additional adverse patient effects were reported.